Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon removed the device from colon through anus after firing. There was resistance at the time of removal and the anvil was left in the colon. The anvil was retrieved by hand. UDI number is not available. The event occurred in use for patient. The surgical time was extended by more than 30 min. The patient currently has no issue. Additional tissue resection is not required. There was tissue damage. The incision site was extended by more than 3 cm. The device was removed from the tissue by force and tissue damage was caused. No bleeding occurred. The device was not reprocessed/re-sterilized prior to use. There was no reinforcement material used. There was no permanent or irreversible tissue damage. There was no adverse event as a result of the delay in surgery time.